Event description:
It was reported by the patient that their right atrial (ra) lead was checked and had high impedance. The patient stated "dr says he will check again in two weeks because it could be just scar tissue affecting the lead". It was further reported that the ra lead also had high thresholds. There was reprogramming done on the ra lead. A few weeks later, it was reported that patient had a lead revision procedure. The ra lead was found to be loose in the header, thus it was removed from the header of the device. The ra lead was thoroughly tested and resulted in all measurements were within normal limits. The lead was reinserted into the header of the device and all measurements were found to be within normal limits through the device. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).